Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead had oversensing, noise, and very low impedance on the pace/sense coil. The lead was replaced but the impedance remained very low. Because there was no change in impedance the implantable cardioverter defibrillator (ICD) was also explanted and replaced. It is unclear if it was a lead issue, device issue or both. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).